Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing; after disassembling the device to determine root cause, the report was no longer seen. At this time, no investigation information has been provided. The investigation phase of this claim has been closed. The claim will be reopened if product is returned to zoll or if investigation information is provided by the approved service provider. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.